Manufacturer narrative:
The device was not returned to depuy synthes power tools. The device could not be evaluated. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "does not function". The device was not used during a surgical procedure. It was unk if there was any injury or medical intervention occurred. There was no add'l info provided.